Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned; however, isi has not received the product to confirm/identify any reportable failure mode(s). Therefore, the root cause of the customer reported failure mode cannot be determined at this time. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted unspecified thoracic surgical procedure, the harmonic ace instrument made a strange noise and the white blade fell inside the patient. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted unspecified thoracic surgical procedure, the harmonic ace instrument made a strange noise and the white blade fell inside the patient. The blade was retrieved during the same procedure without any complications. The customer used a backup instrument to complete the procedure with no injury to the patient. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was in use for 2-3 hours into the procedure. The instrument was inspected prior to use and there was no instrument collision during the procedure. No post-operation x-ray was done because the surgeon was confident that all fragments were removed during the procedure.